Event description:
While attempting to defibrillate a patient. The device was unable to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.